Manufacturer narrative:
Date of event and therapy date are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03513. It was reported that the patient's leads migrated, and therapy became ineffective. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue.